Manufacturer narrative:
Us reporting agent notified: (B)(6) 2014. Complaint description: gallbladder surgery. Unavoidable burns occurred to gallbladder during surgery due to faulty laparoscopic diatheremy hook. Sheath cracked, had to open two more trays. Details of injury - none. Additional information available in (B)(6) report. Action taken: hooks replaced; hooks have to be used 25 times and then to be condemned. Device not returned to OEM for investigation. OEM remarks: by controlling the device, any potential damaging of the hook would have been visible prior to use. This would have resulted in the exchange of the hook prior to the procedure, to avoid harm to the patient. Actions on product: not applicable. Corrective/preventive action: not applicable. No further patient information was provided at the time of this report or made available.

Event description:
Country of complaint: (B)(4). Suture snapped when using robotic radical prostatectomy.